Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a lower extremity angiogram, the tip of the catheter completely separate from the catheter shaft while down the patient's left superficial femoral artery. The tip was still on the wire distal to the sheath tip and the entire system was removed from the patient and the procedure aborted. No patient harm.